Manufacturer narrative:
Correction: adding in company rep as a report source. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient got out of regulation (oor) when using their patient programmer. No known reason for this to occur. No falls or accidents. No troubleshooting had been done right now due to the covid-19. Patient states that she is still receiving great therapy so this has not had any impact on that. The oor seems to be intermittent because sometimes it shows and sometimes it does not. It did not show up the day of the report when they checked. Patient will have impedances checked when she gets in to see her neurologist for her next routine appointment. The issue is reported to be resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that today the rep was meeting with the patient to determine the potential cause of the oor that the patient has been seeing on her patient programmer (pp). Rep indicated that they too impedances and sees the unipolar values ranging from 720-900 ohms and bipolars in the 1000-1300 ohms. Patient is programmed on c+1 on right lead 2.6v 90pw, 185 hz, left lead is programmed at 0.1v 60pw, 185hz. Technical services discussed the possible causes of the oor, short circuits, programming, potential low battery for rechargeable devices. It was noted that there were days where ins battery was on lower end (25%). It was reviewed for the rep to encourage the patient to keep stimulation at 50% or higher to see if oor events happen less. Reviewed for a potential short in system but at this time impedances are not showing an issue. It was also suggested that the left lead should try a higher voltage to see if that will help with the oor too. Patient also reported that they had a time she was charging the implantable neurostimulator (ins) where once she completed charging both of her inss she felt a return of tremor symptoms and both inss were off. The function of the recharger was reviewed to prevent action on accidently turning stimulation off/on. Rep confirmed that the patient was only pressing the green start charge button and not getting into the al screen. Rep again looked at charge stats and looked at dates and it seems battery was likely low and turned off due to low battery as ins was at 25%.